Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation the service technician observed visible foam particles inside the blower kit. The device displayed error codes e055(err_therapy_queue_full) and had dust contamination. The device was scrapped. In the previous report common device name, operator of the device, occupation, report source, health impact code was mentioned incorrectly, which have been corrected/updated in this report. Box: d, e, g, h have been corrected/updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation the service technician observed visible foam particles inside the blower kit. The device displayed error codes e055 (err_therapy_queue_full) and had dust contamination. The device was scrapped.